Event description:
It was reported that the customer went to the emergency room with high blood glucose levels reaching 700 mg/dl there were small ketones detected, but deemed not life-threatening, and no injury occurred from the event. To address the issue prior to the ER visit, the customer performed manual injections and changed the infusion set multiple times. The blood glucose level was managed with IV fluids of saline and insulin, which resolved the issue. Technical support identified occlusion alarms as the cause and completed a system check with the customer. A goodwill replacement was offered after the customer expressed dissatisfaction with the pump's accuracy.